Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to right ventricular (rv) lead high and undefined impedance, oversensing, noise, and loss of capture. The rv lead was inactivated. No patient complications have been reported as a result of this event.